Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and/or femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 136 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening and synovitis. Revision surgery operative notes were provided. Post operative diagnosis noted mechanical loosening of internal left knee prosthetic joint. Intraoperatively the surgeon observed scar tissue and excess synovium. It was noted that upon exposing the femoral component, the surgeon observed it be significantly loose. No surgical or medical interventions were reported. No additional information is available.